Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with the same cartridge. There was no reported impact to the customer¿s blood glucose level. A new cartridge was successfully loaded to address the event.